Event description:
In april 2005, the representative spoke with a patient regarding contact lens wear for their patient. During conversation, patient wears contact lenses and developed a corneal ulcer from lens wear. In may 2005, additional information was received from patient via letter describing the experience patient encountered from their corneal ulcer. The patient visited their optician and was told patient had a corneal ulcer from contact lens wear in their left eye and was referred to an emergency room. The patient wrote that the emergency room also diagnosed a corneal ulcer and was referred to their g.p. The patient was examined by their g.p. And "given some drops to put in their eye." Later in the evening, patient experienced "unbearable" pain and was seen by an emergency doctor. Patient was referred, hospitalized and treated hourly with eye drops. Upon discharge, the patient continued antibiotic therapy. Attempts to get additional information regarding their diagnosis and treatment had been unsuccessful. Company contacted the patient's optician and he confirmed that upon his initial examination, the patient did not appear to have an infected corneal ulcer. The optician referred them to an emergency room. The optician stated that one of his colleagues saw the patient after their hospitalization. The patient had a scar outside the visual axis with full visual acuity.

Event description:
No additional medical information received. Lot history review: the batch record did not show any abnormalitits in monimer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Product evaluation: one sealed blister was returned. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center, thickness, and diameter. The lens does not have an edge tear. No other visual atttributes were observed. Note: there was not enough solution to test the ph and conductivity. No additional information available.